Manufacturer narrative:
Investigation results: a wallflex biliary rx stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was not deployed. Visual and tactile examination found that the clear outer sheath was broken at the transition zone between the guidewire access port and the blue outer sheath, which would prevent stent deployment, thus confirming the complaint. There were no issues noted to the inner shaft or stent. It was possible to deploy the stent by manually retracting the outer sheath. No other issues were identified during the product analysis. Based on the analysis, there is no evidence that the device failed to meet specification prior to shipping. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. Product analysis showed signs of damage consistent with the application of excessive force. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation on july 15, 2016 that a wallflex¿ biliary rx stent was to be used to treat a stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during procedure the stent would not deploy. The procedure was completed with another wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the sheath broke at the transition zone between the guidewire access port and the blue outer sheath.